Manufacturer narrative:
D6a implant date: estimated as 45-days prior to event date of (B)(6) 2025.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx pro closure device was implanted. At the 45-day routine follow up, computed tomography (CT) imaging revealed a device related thrombus (drt) on the atrial facing surface of the closure device. The physicians performed an oral medication change in response to the event.